Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient that allegedly he underwent a total right hip arthroplasty on (B)(6) 2004 and was implanted with a stryker trident hip. It is further alleged that on or about (B)(6) 2014, he started to develop a squeaking sound and groin pain from the implant. He claims that "the pain gradually worsened and I developed a limp." The patient's right hip was revised on (B)(6) 2015

Manufacturer narrative:
An event regarding pain and audible noise involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for analysis. Medical review: not performed as medical records were not provided. Device history review: device history review indicated devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as return of the device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported by the patient that allegedly he underwent a total right hip arthroplasty on (B)(6) 2004 and was implanted with a stryker trident hip. It is further alleged that on or about (B)(6) 2014, he started to develop a squeaking sound and groin pain from the implant. He claims that "the pain gradually worsened and I developed a limp." The patient's right hip was revised on (B)(6) 2015